Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.1 implantable collamer lens, -11.0/+2.0/92 diopter, in the patient's right eye (od) on (B)(6) 2017. In the same surgery, the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved. As of the day of MDR submission the lens has been returned, but not yet evaluated.

Manufacturer narrative:
The device was returned dry, in a micro centrifuge vial. Visual inspection found the lens haptic slightly bent. The surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens. (B)(4).